Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During a site visit to test the equipment and system functionality, a medtronic representative reported replacement of both the battery charger pcba 1 ((B)(4)) and battery charger pcba 2 ((B)(4)) due to error 25 being noted on remote desktop and with further troubleshooting it was discovered that bank1 pair 1 battery charger not charging verified by 0vdc on pins 15&16 of j7. Plus, led for pair on board blinking and not bright. After which the system checkout was successfully performed with system passing all tests. System is performing as intended. A medtronic investigation of returned suspect pcba battery charger 1 confirmed the failure of "bank 1 pair not charging. 0 vdc @ j7 pins 15 & 16. Light on board for pair blinks and is not well lit". Charger 1 failed bench level test. Charger a output voltage measured as 0vdc and led was off. A medtronic investigation of returned suspect pcba battery charger 2 found it to not be at fault. The reported issue was confirmed to be caused by an electrical failure of the battery charger 1. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported when on-site testing the rad gain calibrations he noted that the batteries in the image acquisition system (ias) do not last as long as expected. There was no patient present when this issue was identified.